Event description:
It was reported that this patient's right shoulder dislocated, poly disassociated approximately 14 months after a right total shoulder replacement procedure. Surgeon replaced glenoshere, tray and constrained liner. Patient was last known to be in stable condition following the event. No further issues or complications were reported. No additional information is available."

Manufacturer narrative:
1038671-2023-00938 report number ." D10: 320-01-46 - equinoxe reverse 46mm glenosphere (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00938. The revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation and dislocation. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, c, d the revision reported was likely the result of dislocation and disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components and prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.